Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of drawer 3.1 malfunctioning was confirmed during fse testing and verification of thermal damage was subsequently confirmed during dchu investigation process. According to work order (B)(4), the fse replaced the retractor band and a rowboard for a cubie pockets from the half-height enhanced 3.1 drawer. An inventory was performed to test the repair. During dchu visual inspection: 353844-01: the flat flex cable showed exposed cooper strands and thermal damage marks were observed. 356450-01: the tray exhibited a broken connector. Dchu laboratory testing: 353844-01: no dchu testing was required due to the exposed cooper strands and the thermal damage marks observed during visual inspection. 356450-01: no dchu testing was required due to the tray broken connector observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Rot cause: the root cause of the reported issue drawer 3.1 malfunctioning was determined to be due to a thermally damaged assy retractor dwr hh cubie (p/n 353844-01). Additionally, a broken connector from the assy tray hh received was confirmed during visual inspection, however this is considered an incidental damage from what customer reported.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3.1 cubie pockets shown as not detected on bus. As per part investigation, it was determined that there was thermal damage observed on the assy retractor drawer half height cubie. There were no delay, no adverse events or injuries reported based on this event.